Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment end of 10mm reamer is burred so it gets stuck on modified hudson adapter. Modified hudson adapter is stripped therefore the reamers will not work properly when attached to the power. The connecting end of the fem adapter torque wrench is worn and will not hold fem adapter firmly in place when applying torque. Please send replacements p1 to trident attn: or/jason ozment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Thus, the reported event could not be confirmed. The investigation could not verify or identify, any product contribution to the reported event with the information provided. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.